Event description:
It was reported that the patient experienced hyperglycemia after an infusion set was unintentionally pulled out while using the ilet pump, followed by a period off the pump during a shower before reconnecting; blood glucose rose to approximately 400 mg/dl and was trending down to 383 mg/dl by the end of the call while using an inset infusion set. Symptoms included elevated blood glucose. Outcomes included self-management at home without hospitalization, with instructions to continue monitoring and to call back if glucose did not continue to decline. Investigation included troubleshooting and user education. Investigation of this case revealed that hyperglycemia was likely related to time off insulin delivery after the infusion set was dislodged and before reconnection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with interruption of insulin delivery due to dislodgement and subsequent delay in reconnection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.